Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) sensor was broken and did not recognize pressure change. There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found delaminated downstream occlusion sensor (dso) seal. Functional testing confirmed stuck dso sensor. Replaced the downstream sensor to correct the issue. Cadd solis/legacy device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.